Manufacturer narrative:
(B)(4).

Event description:
Procedure: right hepatectomy. According to the reporter: placed stapler on vena cava, fired stapler and stapler wouldn't release to remove from tissue. Added 1 hour to surgical case. Delay in procedure as surgeon needed to manually dissect to remove stapler from artery. Artery sutured without ligation. Patient's condition has progressed since surgery. No reinforcement material was used in conjunction with the stapling device.